Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for erroneous results was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected date for identification of emerging trends.

Event description:
It was reported by the lab. On (B)(6) 2016 bd vacutainer® lh pst¿ ii plus blood collection tube product sline 2 ise2, iqc on sodium at 9pm was within acceptable limits. At 23.58pm the iqc was out on all three levels. Patient results had been released between 9pm and 23.58pm. All the samples were re-run on line 1 and there was a significant difference in the sodium levels. Action taken: re-ran the samples on line 1, deleted results and issued amended reports. Phoned the ward to inform them of the incident and that correct results had now been released. Found during use. No reports of serious injury or medical intervention noted.